Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic vats lobectomy. During resection of the lung the surgeon could not fire the device. The surgeon was able to press the green firing button and squeeze the handle. The case was completed using a new device. Patient status is alive, no injury.